Event description:
A complaint was provided to (B)(4) on (B)(4) 2015 alleging that hot water from a steam inhaler machine came out of the machine and splashed his wife's face. He alleges that she suffered second degree burns to the lips, chin, nose, and eye area. The supplier, (B)(4), has been made aware of this event and is in the process of investigating. The product named in this complaint is the (B)(4) personal steam inhaler ((B)(4)).